Manufacturer narrative:
Conclusion: damages to the feedthroughs pins of the reference electrode, likely caused by minute device mobility due to slight repeated impacts, was determined to be the root cause of device failure. In addition, damages which were also likely caused by the above mentioned repeated impacts have led to further wire fractures of the active electrode in the header area. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The user lost access to sound suddenly on the (B)(6) 2017. No trauma or accident was reported. Images indicate that the array is in place within the cochlea and wires appear to be intact. Reimplantation was performed on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient abruptly stopped responding since (B)(6) 2017. No trauma or swelling is reported. Re-implantation is planned, but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient abruptly stopped responding to sound since (B)(6) 2017. No trauma or swelling are reported. Re-implantation is considered.